Manufacturer narrative:
On 2016-06-08 a candela employee became aware of the incident at the clinic. An investigation was opened. Candela employees have been working with the customer to obtain as much information as possible on the injury, treatment parameters and progress of the patient. No known problems with the laser system but an evaluation has been scheduled. Based on the treatment parameters; it has been established the clinic did not follow the recommended instructions. Also, the patient presented with contraindications that are not appropriate for this kind of treatment.

Event description:
Patient received treatment for leg veins and responded with burns on the treated area. Patient is undergoing treatment for the burns and is making progress. On (B)(6) 2016 female patient went for the laser treatment on of leg veins and responded with burns on the treated area three days after the treatment. The patient saw a dermatologist after the incident who said the burn was a second degree burn and prescribed fucidin ointment and bandage to be changed daily. A follow up with the dermatologist a week later showed that there was improvement in size and depth of burn. The doctor advised to stop the fucidin treatment and change to strataderm. Patient continues to make improvement. Patient is scheduled for another follow up on (B)(6) 2016 with the dermatologist.